Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of stones in the pancreatic duct on (B)(6) 2024. While performing electrohydraulic lithotripsy (ehl) using an autolith touch ehl probe, the spyscope lost visualization. The ehl generator was turned off and restarted. The visualization was briefly restored but was lost again. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.